Event description:
It was reported that when using the bd pyxis¿ anesthesia station es made the demand count function available to users, after an anesthesia provider attempting to access controlled substances from a step out drawer found multiple empty pockets. Later review showed that a previous provider had used the demand count function and incorrectly entered a count of 11 instead of 7, which created the discrepancy, and that the same provider had triggered another demand count at a different station following a cancel remove, again resulting in an inaccurate count. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the demand count function work and was open the entire step out drawer in a station. A technical support specialist (tss) referred to knowledge article title demand count registered after remove causes discrepancy and retrieved the device event report to review the transactions where the demand count occurred. The query results showed that the medication in drawer 1.5, pocket 5 moved within the tray. The actual remove was recorded, while the demand count occurred slightly earlier. No rows were updated at that time, confirming that the remove transaction did not correctly record the removal and caused the later discrepancy. Based on the ka, the root cause could be user operational error, items being moved within the mini tray outside of a refill or a software bug where rows did not update because the value was already set to 1 and did not expect the first pocket inventory to be 5. Another demand count was recorded. The tss referred to knowledge article for pse consultation and noted that the remove and demand count times were identical. The system functioned as intended after the technical support specialist troubleshot the device.